Event description:
During a gyn procedure, the blade tip fell off during the procedure. They were able to find the blade tip on the field outside of the patient. The case was completed with a second instrument. No patient consequence was reported.